Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by a researcher that a rodent underwent a research-related surgical procedure between (B)(6) 2016 and suture was used in the muscle in the hind limb. At the time of evaluation, between (B)(6) 2016, the suture was still there and not resorbed. No further information is available.